Event description:
It was originally reported on (B)(6) 2014 that the patient experienced pain from her right butt cheek to her toes. It was stated that the patient had pain on the right side when lying or sitting. It was also stated that pain was ¿eased when on the left side.¿ the pain had been present since implant. It was also mention that the patient had a lot of bladder spasms. The patient had contacted her healthcare provider (hcp) and was told to turn stimulation on. The patient was currently set at 0.40volts on program 3. The patient had an appointment today with her primary care physician (pcp) to address her pain. Two weeks later it was reported that the patient's implantable neurostimulator (ins) was implanted above her right butt cheek and she had been lying on her right side because no told her she could not do so. The patient stated that she was having a spasm and shock feeling, and it was getting worse, that went from her hip to her toes. The patient stated that her hcp turned stimulation up and she was wondering if she could turn it down. The patient had to take it up with her hcp, but she was told the pain would go away in time. All of the pain was on the right side and the patient was taking pain medication. The patient mentioned that she fell a couple of times the week prior to the report, a couple of days after surgery. The patient stated that she fell on ice and had a ¿real bad zinger.¿ the hcp had not checked the device, but the patient noted that she was getting some relief from the therapy. Eight days later, it was reported that the patient was still having concerns regarding her device or therapy and she had sought further help. The patient wrote that she needed to set up an appointment because she was not scheduled until next year. Eleven days later it was reported that the patient was ¿frustrated and thought she wanted it taken out.¿ the patient stated that she could not get it to operate and she was in pain. The patient noted that the issues began following a fall that happened around (B)(6) 2014. The patient was uncomfortable and was given pain medications. The patient had been in pain for the past three weeks and it was in her back and pelvis. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0e4n5, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).